Event description:
The customer reported the video system center image was too dimmed during a procedure for a diagnosis of cancer. The operation was cancelled and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter health professional and initial reporter occupation- information not provided. The device was returned for investigation. Upon evaluation of the device, was not confirmed. The unit passed all tests and the light output was with the expected specified range. However, the video connector socket had a worn retaining clip. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, as the reported phenomenon was not duplicated and the device passed all tests, a root cause could not be determined. Per the legal manufacturer, the other device defect (the video connector socket had a worn retaining clip) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.